Manufacturer narrative:
Actual event date not known. Implant on unknown date in (B)(6) 2011. Investigation could not be completed and no conclusion could be drawn as the device was not returned. Placeholder.

Event description:
It was reported that the patient had a long trochanteric fixation nail, tfn and helical blade removed from his left femur due to pain and non-union at the original fracture site. The explant surgery was performed on (B)(6) 2014. The hardware was removed, debridement was performed and the patients femur was revised with an unknown plate. The tfn system was implanted on an unknown date in (B)(6) 2011. Device related issues were not observed after explantation. The product has not been returned for investigation and no further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.